Event description:
It was reported that the drain lever detached from the reservoir after the device collected 400 mls of blood. None of the collected blood was able to be re-infused. The account had a back up device on hand to continue with the collection and re-infusion. No further adverse consequences were reported for the pt.

Manufacturer narrative:
The device was discarded at the account. No lot number was recorded or reported to the MFR, so the device history record cannot be reviewed. If further info is provided, a f/u report will be filed.